Event description:
The patient had generator and lead replacement surgery due to high impedance on (B)(6) 2012. The explanted generator and lead were received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. The return product form and implant card indicated the reason for replacement as "lead failure." The lead impedance following surgery was indicated as "high." Attempts for clarification are in progress.

Event description:
Additional information was received from the surgeon indicating that the patient's father had the x-rays and did not bring them to the surgical consult. The surgeon mentioned that he did not need them. Clarification was also received from the hospital facility confirmed that diagnostics were okay following replacement surgery. The implant card inadvertently reported the lead impedance following surgery incorrectly. Diagnostics are within normal limits. Product analysis was completed on the explanted products. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator. Analysis of the lead confirmed discontinuity of quadfilar coil (unknown polarity) in the body region of the returned lead portions. Also observed abraded openings of both outer and inner tubing near break location in lead body area. Setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead. Note that the electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 159mm portion, quadfilar coil 1 appeared to be broken approximately 98mm from the end of the cut outer silicone tubing / inner silicone tubing 1 scanning electron microscopy was performed and identified the extensive pitting which prevented identification of the coil fracture type and residual material. During the visual analysis of the returned 47mm segment, the quadfilar coil appeared to be broken approximately 10mm from the end of the abraded open / inner silicone tubing. Scanning electron microscopy was performed and identified the area on two of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and residual material. Determination could not conclusively be made on the fracture mechanism of the two remaining quadfilar coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
A vns physician, who was evaluating the patient for the first time, reported that a patient presented on (B)(6) 2012 with high lead impedance upon performing diagnostics. There was no known trauma/manipulation per the patient's mother, and there has not been an increase in seizures (as he has been seizure free for 18 months). The patient cannot verbalize any issues, but mother noticed voice alteration as it has in the past. The patient's device was not disabled at that time. The mother was concerned about the possible increase in seizures due to disabling the device. X-rays were ordered on (B)(6) 2012, but a copy has not been provided to the manufacturer for review. The patient continues to take depakote for seizure control. The patient has been referred for generator and lead replacement surgery, however the surgery has not occurred to date. Attempts for x-ray return and additional information have been unsuccessful to date. In addition, attempts to medical records for lead product information has been unsuccessful thus far. Clinic notes dated (B)(6) 2012 mention that patient has recently had a few mild seizures, but physician attributes this to the stress and excitement of family relocation.

Manufacturer narrative:
The initial report inadvertently reported the patient's age incorrectly.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.